Manufacturer narrative:
(B)(4). Results: (graft migration, aneurysm enlargement); (unk cause of stent fracture). Conclusion: (unk cause of stent graft fracture).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 7 years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the stent graft seems to have slipped a little and has developed a stent graft fracture. There is no evidence of a type 1 endoleak, but recently there has been significant sac growth noticed from the previous scan last year to the current scan. No intervention has been reported. No clinical sequelae were reported, and the pt is fine.